Manufacturer narrative:
The investigation into the cva/stroke has been completed. The impella device was not returned for evaluation. The root cause of cva/stroke was determined to be unknown/unrelated to impella. No evidence or clinical imaging was provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. One day after explant there was an ischemic stroke. Action taken to resolve the issue are unknown. The patient continued on support until the device was successfully weaned.